Event description:
Pt reported that one of her cadd ms3 pumps lost programming as she didn't replace the batteries. Replacement sent. Malfunction did not occur while in use with pt. No adverse event was reported due to pump malfunction. Device is available for investigation. Pt has a backup pump and there was no interruption to therapy. No other info known. Reported (B)(6) by pt/caregiver.